Event description:
The report received indicates that following the index procedure, there was a significant elevation of cardiac enzymes. At 6-24h post procedure peak ck>/= 5 above upper normal level (unl), peak ck-mb >/= 5 above upper normal level (unl) and troponin >/= 5 d above upper normal level (unl).

Manufacturer narrative:
This patient was randomized to the registry in 2007 for two-vessel disease. A staged procedure was planned for cardiovascular safety. The indication for the index procedure was an anterior q-wave acute myocardial infarction >24 and <72h pre procedure. Highest killip class from hospitalization to pci was I. The patient is a male with a medical history consisting of hypertension, and past nicotine habit. Two lesions were treated as the proximal to mid lad. This first lesion was implanted with two cypher select plus stents. The second lesion was also at the proximal to mid lad. This lesion was implanted with two additional cypher select plus stents. Additional procedural details were not provided. Pre and intra-procedural medication included aspirin, clopidogrel, and unfractionated heparin. The patient was discharged on 100mg aspirin, 75mg clopidogrel, statins, ace-inhibitors, and beta-blockers. During the one and six-month follow-up, the patient remained asymptomatic and complaint with the antiplatelet regimen. This is one of four products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01184 and 9616099-2008-01185. Please note: device is distributed outside the united states. However, it is similar to the united states product. This report is applicable to two devices with the same catalog and lot number. Any additional information will be submitted within 30 days of receipt.